Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information is provided this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during office visit. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed and replaced. No additional adverse patient effects were reported.